Manufacturer narrative:
Production and quality assurance data the progav2.0 valve was certified by a qualified in july 2016 staff made. No abnormalities during assembly did not occur. The valve was released for packaging and sterilization and in the sterilized by company autoclave. The progav2.0 valve has the target pressure levels 0 to 20 cmws. The valve characteristics after closing the valve for 5 ml / h or 50 ml / h flow for the set compression level 0.10 and 20 cmh2o were fine. The valve has been finalized as item fx414t and for shipping approved. The valve characteristics correspond to the specification. The brake was adjusted according to the specification. The progav2.0 valve has been preset to position 5 cmh2o. The tightness of the system has been tested and proven. All controlled characteristic values [?][?]were within the required specification 3rd investigation optical test in the first step of our investigations we have a visual inspection carried out. Except for scratches could not deform or similar damage can be detected. . Penetration test in order to check a possible blockage of the valve, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is not permeable. Verstelltest in the further course of our investigations, we have at the valve tries all pressure levels up and down in 5-step increments adjust. The investigation has shown that the valve is easy can be adjusted in all pressure step ranges. . Brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measured values [?][?]of the braking force are within the permissible tolerance. Result at the beginning of our investigations, we first have an optical test performed on the valve. The investigation could be up scratch, no deformation or other damage prove. To investigate the suspicion of constipation, we have the valve made a permeability test. The valve was negatively tested for permeable. In the course of the valve was in the entire pressure step range from 0 cmh2o to 20 cmh2o in increments of 5. Also the brake function could be proven positive. The measured values [?][?]of the braking force measurement were within the permissible tolerance. In order to verify that the valve examined here by the known risks of hydrocephalus therapy has been influenced, such as by natural cerebrospinal substances (protein, blood or tissue particles) 1, we have finally opened the progav 2.0. As can be seen in figure 3, deposits could be found inside the valve be determined. Fig. 3: deposits in the opened progav 2.0 valve on the basis of our investigation results, we can suspect confirm the blockage. We suspect that the proven deposits could have affected the function of the valve.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the valve is blocked.